Event description:
It was reported that the patient's controller was blank and unresponsive; the patient could not charge their implant or their contro ller. They plugged the controller into the ac power supply but the controller would not turn on. They removed the controller battery and the patient could not plug the controller into the ac power supply, they noted that the ac power supply did not fit into the co ntroller all the way. The square thing in the controller charging port popped out and was damaged. The issue was not resolved. A replacement controller was sent. Additional information was received from the patient. Pt called back saying they got the new controller, but hadn't been able to get the controller to work with the implant and asked to speak to their rep. Pss offered to help the pt and pt said the screen said to wake the external device during the call. Pss had pt press the x then select implant. Pt then said the connect screen came on, even though the recharger (rtm) was already plugged in. Pt then inspected the rtm plug and said the pins on the plug were bent. Pt inspected controller port and ac power supply plug and said they were ok. A replacement rtm was sent to the patient. Pt said that they received all their replacements (see secure notes for serial numbers) and they set up their controller with medtronic rep (see secure notes) at an appointment but now they are not able to connect to their implant wirelessly; pt said they had to drive far to their appointment and need assistance with set-up of the controller. During troubleshooting, pt is only able to connect to their implant using rtm. Resetting the controller doesn't resolve the issue. Pss sent email to repair to replace controller. Pt will be calling ps when they get their controller replacement for assistance on setting up the controller and pairing with their implant. Pss closed case. Pt called back reporting already documented event. Pt inquired assistance on setting up their controller, ps assisted pt on setting up the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) UDI#:(B)(4) h3: analysis of the 97745 programmer (s/n (B)(6) ) revealed that there was a broken system connector support which was replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.